Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00222, 00223.

Event description:
Allegedly the patient was revised due to acute onset pain.

Event description:
Allegedly the patient was revised due to acute onset pain.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.complaint history reviewed. Device history record reviewed. Evidence that product in spec when used. Use of device could not be determined.